Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event (bg <40 mg/dl) while wearing the ilet, resulting in loss of consciousness. The user's father called ems, and the user was transported to the hospital, where they were treated with dextrose, juice, and a sandwich. The user was released the same day once their glucose stabilized. The user reported ongoing complications including eye issues and neuropathy and has since discontinued use of the ilet.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.